Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The device has been retained by the user facility; therefore, a sample eval could not be performed. Conclusion: the complaint is inconclusive as no sample was returned. Root cause for this event is unk. However, it should be noted that the description of the event reported that the physician did not pre-dilate the vessel, as he did not want to do a large nick on the skin, this could have been a contributory factor to the event as the instructions for use for the device state that a 12f introducer sheath is required during the procedure. The IFU (instructions for use) states: pre-dilate the accessed vessel with a 12 french dilator.

Event description:
It was reported that the marker band moved approx 20cm on the retrieval sheath during insertion in the pt. Reportedly, the problem was identified under fluoro while attempting to position the sheath. The physician used the tip of the sheath as guidance and successfully retrieved the filter. There was no report of injury to the pt. Additional info indicated that the physician did not predilate the access site and a scalpel was not used on the skin, as the pt had an inr of 2 due to coumadin therapy.